Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the screen of the patient¿s liberty select cycler went blank during an unknown phase of dialysis. They pressed the ok and stop keys and tried touching the touch screen, but the screen remained blank. They rebooted the cycler. The ok and stop keys lit up, but the screen remained blank. The contact stated the patient was in the middle of dialysis when the screen went blank. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on performing manual pd therapy without the cycler. They said the patient had six boxes of capd supplies to use in the absence of a working cycler. Upon follow up, it was confirmed the patient did not experience any adverse effects or require medical intervention due to the reported event. The patient was able to complete treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a short present on the transformer of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. There were visual indications of damage on the inverter board bracket. No other discrepancies were encountered. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.